Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, surgeon had to manually manipulate (slightly) to open. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic appendectomy procedure the first firing of the device was on the appendix. The surgeon reported that it felt normal. There were three rows of staples on each side, but only about 3 staples on each side. The staple line was not complete and the knife blade cut only slightly. The case was completed with another device of the same product code. The second stapler transected the appendix distal to the first firing and was fired twice on the cecum. There were no patient consequences reported. No device will be returned.